Event description:
A customer reported to beckman coulter that the access 2 immunoassay analyzer generated an erroneously low ck-mb result, below the normal reference range, for one patient. The customer performed a repeat testing on the same instrument and obtained a result within the normal reference range. The customer stated that the erroneous result was not reported out of the laboratory. There was no report of death, injury, or change to patient treatment in connection with this event. The customer used the below reagent and calibrator for ck-mb assay: access ck-mb reagent pack, catalogue number 386371, lot number 225901; access ck-mb calibrators, catalogue number 386372, lot number 220861.

Manufacturer narrative:
Beckman coulter field service engineer (fse) visited the customer's site on (B)(4) 2013 and inspected the system. The fse found bubbles in the wash pump, and replaced the wash pump lower seal and o-ring. The fse cleaned the wash and precision valves, the wash carousel, and the incubator tracks, and verified alignments were within specifications. The fse replaced all three aspirate probes and the substrate probe. The fse found the high power ultrasonics voltage was 220 vac (specification is 197 +/- 3 vac), and adjusted the ultrasonics voltage to within the specification. The fse performed a system check, which passed with all parameters within specifications. The fse completed a 20-replicate precision run to verify accutni precision was within the specifications, and verified accutni quality control was within the laboratory's established limits. The fse verified that the instrument was performing to the published performance specifications. The related events that occurred on (B)(6) 2013 at the customer's laboratory are documented in MDR# 2122870-2013-00291 and 2122870-2013-00270, respectively.